Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and primary analysis results revealed no anomalies found.

Event description:
It was reported that during the implant attempt, the physician decided to use a smaller lead. There were no product problems indicated. No patient complications have been reported as a result of this event.